Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of allergic reaction/ hypersensitivity and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: allergic reaction/ hypersensitivity and wound dehiscence.

Event description:
Patient reported right side "showed rejection [signs], fluid accumulation and scar opening. After some punctures and administration of the montelucaster medication, the opening of the [scar]stopped". The device was explanted.